Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 425 mg/dl at the time of incident and the current blood glucose was 167 mg/dl. Customer stated the other blood glucose value was 376 mg/dl, 167 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08715 inches. The insulin pump was programmed with a test guardian 3 link and a test plug. The insulin pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump displayed the programmed value, 240 mg/dl, properly on the display graph. The insulin pump was then programmed for auto mode. The display showed the calibrate your sensor alarm, 240 mg/dl, properly after completion of the auto mode warm up. The insulin pump was monitored in the auto mode for two (2) days. The insulin pump generated an alert on high at 239 mg/dl properly and displayed the bolus recommend alert prompt during calibration. No unexpected calibration not accepted alarms, change sensor/or bad sensor alarms, or additional sensor related errors or alarms occurred during testing.